Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had been hospitalized multiple times. The reporter was unable to provide any details about the patient's condition that lead to the hospitalization or any treatment that the patient received while hospitalized. The reporter stated that the patient's healthcare provider wanted a newer pump for the patient that could track the patient's blood glucose levels. Customer technical support attempted to contact the reporter in order to gather more details but was unsuccessful. This complaint is being reported because a patient as allegedly hospitalized and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2017 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering within the required range, and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.